Event description:
It was reported that a 3gtq-mcg powered wheelchair was not properly fit to the customer and was not elevating. The customer stated decubitus ulcers were sustained while using the chair.